Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare provider (hcp) via a clinical study indicated the cause of the failure to heal and wound dehiscence was not determined. The patient's baseline weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving sufenta (310.0 mcg/ml at 170.20 mcg/day) and bupivacaine (25.0 mg/ml at 13.726 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient called the clinic at 1500 on (B)(6) 2016 to report the incision "may be opening." The patient was scheduled for evaluation the same day and presented with two areas of thinning of the pump pocket incision line with indication of eminent dehiscence. The clinical diagnosis was noted as failure to heal, pump pocket incision, with eminent dehiscence. It was indicated the event was related to the implant procedure. After a lengthy discussion of the need for a repair of the incision line with hopes of preventing a possible opening of the wound, the patient decided to proceed with surgical revision of the pump incision. The pump pocket was revised on (B)(6) 2016 and the patient had an unremarkable post op course. The issue resolved without sequelae on (B)(6) 2016.